Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing his inflatable penile prosthesis (ipp) inflating and deflating on its own. No patient status nor additional details were reported.